Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital received a report after the procedure that the connection connector part (outer frame) of the hemopro2 extension cable used for an endoscopic vein harvesting procedure came off making it difficult to disconnect from the consumables. There was no effect on the operation. There was no harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.